Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported experiencing irritation after removing the contact lens. The consumer visited a doctor and was diagnosed with a corneal ulcer. Notably, the consumer did not experience any problems while wearing the lens. The doctor prescribed eye drops including gatifloxacin (antibacterial), ceftriaxone (antibiotic), and colistin (antibiotic), and instructed the consumer to return in one week. At the follow-up visit, the doctor advised the consumer to continue using the prescribed eye drops. On a subsequent visit, the doctor confirmed that the eye had healed with no damage. The current status of the consumer¿s eyes is resolved at the time of this report. Additional information has been requested but has not yet been provided.